Manufacturer narrative:
H3: product analysis: part # kpt1502; lot # 221376201 visual and functional inspection confirmed the syringe has some dried media in the tube of the syringe. Presence of dried contrast media in the tube of the syringe indicates that the syringe has been used at least one time. Functional inspection confirmed the display would not power on .it appears the syringe is leaking on the back side where the cylinder connects to the pressure monitoring portion. The fitment of the pressure sensor may have come loose. This could cause the syringe not to build pressure and leak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a percutaneous vertebroplasty procedure for a compression fracture. It was reported that, after finishing the inflation syringe and ibt settings, the contrast media leaked. The leaked part and timing are unknown. The procedure was performed successfully by using the reported product and the issue was resolved. There were no patient symptoms/complications. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product will be returned and will not be replaced. The balloon did not rupture. At the stage of pulling the handle to bleed air and checking the negative pressure, the contrast media spouted like a water gun. The location where the contrast media leaked was around the connected part between the syringe part of the inflation syringe and the white box-shaped instrument of the digital meter. After the event occurred, the use of the inflation syringe was discontinued and the procedure was completed using another inflation syringe. Event date: (B)(6) 2021.